Event description:
It was reported that the patient experienced stimulation in the ribs and abdomen. It was noted that the leads had migrated as confirmed in fluoroscopy. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned per facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-50; serial: (B)(4); batch: 7004676.